Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2014. Subsequently, it was noted the incorrect tibial bearing was implanted due to surgical error. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. (B)(6). There are warnings in the package insert to prevent this type of event from occurring; ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿